Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was 255 mg/dl. Reportedly, the customer had insulin and shots available for alternate insulin therapy.